Event description:
Lasik and ak performed by md on 1/3/97, 3/25/97, 10/9/97 and 1/15/98 with excimer lasers or others mfg before 10/20/95. The md also interposed a device called the astigmatic slit in the excimer laser beam on 10/9/97 and 1/15/98 to perform laser ak. The device was not FDA approved. The md used one or two lasers in the surgeries. The first laser was previously owned but was not upgraded after 10/20/95. The second laser was reimported from a foreign country, but was not upgraded after 10/20/95. The surgeries were done by md in part or whole with an ablation zone of 5.0 mm. The injury is disability in the right and left eyes, including substantially blurred vision and astigmatism. A class action lawsuit was filed on 3/9/99 in relation to this event.